Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent altitude alarms occurred. The customer experienced blood glucose (bg) levels ranging between 231-396 mg/dl and trace levels of ketones. Correction boluses via the pump were delivered and manual injections were administered to address the bg level. Insulin deliveries were resumed after each of the alarms.